Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: medical product:vgxp xp inlk pri tib tray 63mm, catalog #: 195751, lot #: 111620, medical product:series a pat thn 31 3 peg, catalog #:184784, lot #: 310600, medical product:vgxp xp e1 tib brg lm 9x63, catalog #:195877, lot #:057080, medical product:vgxp xp e1 tib brg ll 9x63 , catalog #:195807, lot #:103750. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported that a patient underwent an initial left knee replacement procedure. Subsequently, a manipulation under anesthesia 5 months post-primary surgery was performed due to joint stiffness.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h6, h10. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial left knee replacement procedure . Subsequently, a manipulation under anesthesia 5 months post-primary surgery was performed due to joint stiffness.

Event description:
Upon reassessment of the reported event, it was determined an MDR will not have been filed under the current manufacturer.this event will be reported by medwatch facility warsaw biomet - (B)(4).

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR will not have been filed under the current manufacturer. The product will be added to the existing complaint, (B)(4). This event will be reported by medwatch facility warsaw biomet - (B)(4).